Event description:
Nurse noted the spike end of the pca tubing set the patient was using snapped or broke off inside the caresite luer access device. The pca tubing and access device had to be changed. We had several similar instances between the caresite access device and carefusion's alaris pump tubing about 6-8 months ago. The reason provided before was that nursing wasn't allowing enough drying time after using an alcohol swab or swab cap. The thought was the wet alcohol created a bond that fused the two plastics together causing the spike to snap and break when trying to disconnect the two devices. Manufacturer response for caresite luer access device, caresite (per site reporter): we haven't made b.braun aware of this event yet but we will. We had several similar instances between the caresite access device and carefusion's alaris pump tubing about 6-8 months ago. The reason provided before was that nursing wasn't allowing enough drying time after using an alcohol swab or swab cap. The thought was the wet alcohol created a bond that fused the two plastics together causing the spike to snap and break when trying to disconnect the two devices.